Manufacturer narrative:
Concomitant products: model: 694765, lead; implanted: (B)(6) 2003.

Event description:
It was reported that during a predischarge remote monitor check it was discovered that the right atrial (ra) lead exhibited diminished sensing and had dislodged post implant. An intervention was completed to revise/reposition the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.